Event description:
The customer returned the gastrointestinal videoscope to the third-party distributor for a separate issue. During the device analysis, the service center identified that the device had an image clarity failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to the third-party distributor for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the image clarity failure was traced to a component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.